Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic, undersensing leading to an inappropriate pace was observed. The patient was asymptomatic. High capture threshold was also noted. Programming changes were made. The device remains implanted. The patient will be monitored with routine follow-up.